Event description:
Two weeks following an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter, an esophageal fistula was diagnosed. An atrial fibrillation ablation procedure was completed on (B)(6) 2015. Two weeks later, the patient reported chest discomfort, speech difficulties and loss of swallowing reflex. Further evaluation revealed an esophageal fistula and air embolism in a cerebral vessel. Surgery was completed with placement of an esophageal stent. The patient remains hospitalized and recovering. There were no performance issues noted with the sjm devices used during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported esophageal fistula was unable to be confirmed and remains unknown. Per the IFU, left atrial esophageal fistula is a known risk with the use of this device.